Event description:
It was reported that the patient died ten days after device implant. Follow up information obtained revealed that the patient died from sudden cardiac arrest, ventricular tachycardia, and therapy was unable to shock patient out of rhythm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.